Event description:
It was reported that during the procedure, a right ventricular lead had the screw extended and retracted approximately five times in an effort to find optimal placement; however after the fifth time the screw would no longer extend. The lead was withdrawn and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis revealed that the helix disengaged from helical channel. It was also noted that the inner tubing was kinked/buckled and blood was present in/on the helix/lobe mechanism (sleeve head).